Event description:
The facility representative reported a flogard infusion pump that had a failure with the clamp. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "failure in clamp" was confirmed during device evaluation as an issue with a jammed slide clamp assembly. Service determined that the cause was due to a broken slide clamp left in the slide clamp assembly. The blue slide clamp was removed to resolve the issue. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.